Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had motor damage and would not run, and a sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had a sticky trigger, moving parts of the trigger did not move smoothly, there was component damage, and motor damage: will not run. It was further determined that the device failed pretest for check the power with the power test bench, check the function of the device, check for sticky triggers, and check for cannulation. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, all available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.